Event description:
Customer reported that the insulin pump drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk. Unit was received with scratched display window. The motor was tested outside of the device and it passed. Unit passed the excessive no delivery alarm test and displacement test.